Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump was emitting an error message battery warning. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/21/2016 with the following findings: a review of the black box showed one reboot after a replace battery warning due to normal battery wear on (B)(6) 2016. No unusual voltage fluctuations were observed. Visual inspection revealed that the battery compartment and battery cap were undamaged and the cap was able to secure properly. The pump powered on normally and successfully completed rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours with no power interruptions and no errors, alarms, or warnings occurring. The pump casing was opened and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).